Event description:
During a repeat pta diagnostic procedure, the impulse angiography catheter kinked and broke in the iliac vessel while being manipulated. The pt experienced chest pain and hypertension during this event. The lesion being treated was a 99% in-stent restenotic lesion in a severely tortuous left anterior descending coronary artery. The physician retrieved the broken portion of the catheter with a snare device and renal calculi basket. A thrombus formed in the right coronary artery during retrieval, and embolized distally. The pt suffered a myocardial infarction and required emergency coronary artery bypass surgery.

Event description:
It was further reported that the impulse angiography catheter had just entered the ostium of the right coronary artery (rca) when it broke. The catheter remained in the rca during the time it took to retrieve the broken catheter, and it is felt that the thrombus formed due to the prolonged engagement of the rca. The broken portion of the impulse catheter was removed, and the thrombus embolized when another catheter was advanced into the rca for diagnostic injection of contrast.